Event description:
As reported by navilyst medical's distributor in (B)(6), difficulty was encountered in attempting to remove a 4f navilyst medical bioflo PICC with pasv from a patient's upper arm. After a "small cut" was made, the catheter was removed "without problems." The catheter had been placed on (B)(6) 2013. It was replacing a 4f bard groshong PICC which was removed because of an infection at the insertion site. The navilyst PICC was removed on (B)(6) 2013, at the completion of the treatment. It was possible to pull the catheter out a few cm before it got stuck. A vascular surgeon performed an ultrasound and found that the bioflo was stuck a few centimeters from the insertion site. After the cut was made and the catheter removed, a coagula was found on the catheter. The patient had an infection at the insertion site, but it was successfully treated. The used catheter has been returned to navilyst medical.

Manufacturer narrative:
The used device has been returned to navilyst medical, however, the investigation into this event is still on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).